Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 322 (mg/dl). While in the ER the customer was treated with saline fluid and released 4-5 hours later with bg levels in the 100 (mg/dl) range.